Manufacturer narrative:
Lot number is unknown. Device is not available for return. One (1) photograph was provided.

Event description:
Device (product code 550-000-003) removed from packaging during surgery. Bag deployed (not in patient) and it "broke," biasing arms came out of bag. Opened a new 550-000-003 and completed procedure. Caused a delay, but no harm to patient. Device was discarded, but a picture was taken.